Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: cleaned the sample probe; performed calibration on the sample probe; determined that there was an accumulation of dry sample clots in the sample entry of the ring and ring cover and cleaned these areas; performed an empty and fill run for the ring; lubricated the sample probe mechanism and ran quality controls, calibration and cv checks, which recovered acceptably. The customer reported that the actions performed during the service visit resolved the issue. Siemens further investigated the issue and determined that dried serum from the ring cover potentially dropped into the sample cuvette; the dried serum potentially contributed to the discordant, falsely elevated prostate-specific antigen [psa] result obtained on sample ID (B)(6). Siemens also determined reagent pipetting issues or sample dispensing issues potentially contributed to the low alpha-fetoprotein [afp] results obtained on the patient samples. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00110, 2432235-2019-00112, and 2432235-2019-00113 were filed for the same issue.

Event description:
A discordant, falsely elevated prostate-specific antigen [psa] result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated three more times on the same instrument, resulting lower. The repeat result (1.29 ng/ml) and 2nd repeat result (1.59 ng/ml) were reported, as the correct results, to the physician(s). Additionally, different alpha-fetoprotein [afp] results were obtained on 3 other patient samples. The correct afp result for one of the patients was 14.67 ng/ml. It is unknown if the customer reported any of the afp results. The customer indicated that the correct results were reported to the physician(s), however, the customer did not provide the results that were reported to the physician(s). The customer indicated that the samples were repeated on alternate advia centaur instrument to confirm the correct results, but did not provide the results obtained on the alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated psa result and different afp results obtained on these patient samples.